Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally cut the driveline with scissors approximately three weeks ago trying to remove a dressing. The patient presented to the emergency room (ER) with an unrelated issue and a driveline power fault was noted. The cut was almost completely circumferential on the modular cable with no wires exposed. Following review, log files captured driveline power fault alarms throughout the event and periodic histories. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues with heartmate 3 left ventricular assist system, serial number mlp-028013, were reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-028013, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2025, the status was inpatient.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 14aug2025 that the modular cable armor layer had been breached with exposed wiring, so it was exchanged. After modular cable exchange, the patient continued to experience driveline power fault alarms. The patient was placed on a heparin drip and a system controller exchange was completed. The alarms resolved after the controller exchange. No products would be returning.